Manufacturer narrative:
The report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4) and is related to and occurred prior to (c&r#: 3003768277-08/04/2023-005-c).

Event description:
It was reported to philips that replacement of foot switch - 1x biplane foot switch (B)(4). The is connected to a loss of live image related to a azurion 7 b12. There was no reported patient or user harm.